Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause is for malfunction ¿broken objective lens¿ is damage of objective cover glass by physical force being applied to it. And the most likely cause is for malfunction ¿light guide fiber is broken¿ is failure of light guide fiber could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited broken objective lens and broken guide fiber. There was no patient involvement.